Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the suggested event most likely occurred due to fluid invasion into the scope resulting in the communication error and no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited scope communication error code b30. The issue occurred during inspection for use. There were no reports of patient involvement